Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, a farawave was selected for use. The device was flushed on table, but when attached to pump began to occlude continuously. It was attempted to be manually flushed again and then also failed to flush.patient was under general anesthesia. Procedure was cancelled while patient was sedated. No error message was displayed. Patient was undergoing 4th ablation: 2x prior rf ablation and 1x prior convergence procedure. When physician began to map and image with ice, he could not identify the lspv or rspv. Extensive ice imaging was done and physician theorized that the veins had possibly stenosed from prior procedures. Due to this complication, physician elected to postpone their pfa and have patient receive further imaging. The procedure was aborted due patient's anatomy complications. At cancellation time, no patient complications were reported. The device is expected to be returned.